Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unknown-intima ii leaked. ¿time of use: (B)(6) 2025. Place of use: medical institutions basis of use: diagnosis and treatment needs use: after the patient was left with a left dorsal vein puncture, the medication leaked out of the plastic and hose connection. Injury caused: delayed patients with medication measures taken: replace immediately, can be used normally after replacement.¿

Manufacturer narrative:
A complaint history review could not be performed as no material and batch/lot number was provided. A device history record (DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis could not be performed as no material and batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.

Event description:
No additional information is available.